Event description:
Pedicle screw breakage, l5/s1 right side after spondylolisthesis.

Manufacturer narrative:
Explanted device was examined visually and the broken screw showed a typical breakage pattern. Measurement-technology assessments showed no deviations from MFR specs. Device master records and raw materials are in spec. X rays are available.